Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the patient experienced bilateral claudication. In (B)(6) 2018, clinical status assessment indicated the patient's qualifying condition as rutherford category 3. Index procedure was performed on the same day. Target lesion was located in the right sfa had 99% stenosis, with a reference vessel diameter of 5 mm, a length of 140 mm and was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation using a 4 mm x 100 mm balloon. Post pre-dilatation, standard percutaneous transluminal angioplasty was performed using 5 mm x 150 mm sterling balloon. With 0% residual stenosis. Also, non-target lesion: left external iliac artery was treated with bare metal stent. The patient was discharged on clopidogrel. In (B)(6) 2018, 159 days post index procedure, during protocol scheduled 6 months follow up, the patient was noted with bilateral claudication. Rutherford class was noted to be 2 (moderate claudication). In (B)(6) 2018, subject presented for scheduled angiography. Angiography without revascularization was performed. At the time of reporting, the event was considered not recovered/ not resolved.

Event description:
It was reported that the patient experienced bilateral and right lower extremity claudication. In (B)(6) 2018, the patient was presented to the hospital due to rutherford category 3. The patient was referred to cardiac catheterization superficial femoral artery, and index procedure was performed on the same day. The target lesion was located in the right sfa had 99% stenosis, with a reference vessel diameteer of 5mm, a lengthof 140mm and was classified as tasc ii b lesion. The target lesion was treated with pre dilatation using 4 mm x 100 mm balloon. Post pre dilaration, standard pta was performed using 5mm x 150mm sterling balloon. With 0% residual stenosis. A non target lesion left external iliac artery was treated with bare metal stent. The patient was discharged on clopidogrel. It was further reported that in (B)(6) 2018, 159 days post index procedure, during protocol scheduled 6 months follow up, the patient was diagnosed with claudication in the right superficial artery. Rutherford class was noted to be 3 (severe claudication). In (B)(6) 2018, 201 days post index procedure, the 90% mid to distal stenosis in the right sfa was treated with directional atherectomy followed by drug coated balloon angioplasty. On the same day the event was considered recovered and resolved and the patient was discharged on aspirin.